Manufacturer narrative:
(B)(4). The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint.

Event description:
It was reported that the capio bullet broke off in the cage of the device. There was no patient injury.